Event description:
The customer reported to olympus, the gastrointestinal scope cleaning brush could not be inserted or removed. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, it was found that due to a restriction from suction cylinder to channel foreign objects were in the channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olymputhe device was returned to olympus for evaluation and the evaluation found: failed due to cracked glue, a crack of a resin part, a crack of the adhesive bending section rubber, a chip in the adhesive lens due to a dropping or knocking on a hard surface, two cracks in the light guide lens due to dropping or knocking on a hard surface, the instrument channel is buckled or deformed, a cut on switches one and three, discoloration near the insertion tube boot, discoloration from 80cm to the distal end, the angle wires were stretched, the angle wires became stretched, and a peeling ce label. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. S for evaluation and the evaluation found: failed due to cracked glue, a crack of a resin part, a crack of the adhesive bending section rubber, a chip in the adhesive lens due to a dropping or knocking on a hard surface, two cracks in the light guide lens due to dropping or knocking on a hard surface, the instrument channel is buckled or deformed, a cut on switches one and three, discoloration near the insertion tube boot, discoloration from 80cm to the distal end, the angle wires were stretched, the angle wires became stretched, and a peeling ce label. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented in accordance with the following instructions for use (IFU) which state: -detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. -preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.